Manufacturer narrative:
Date of death unk. Additional info has been requested from the publishing physician. Tipsitis: incidence and outcome - a single centre experience. Narendra kochar, dhiraj tripathi, nikolass j. Arestis, hamish ireland, doris n. Redhead, peter c. Hayes european journal of gastroenterology & hepatology 2010; 22:729-735.

Event description:
A retrospective, single center study was published to discuss the incidence and outcome of tips pts who developed post-procedural infection (tipsitis). Two of the pts who developed tipsitis were implanted with a gore viatorr tips endoprosthesis. The second pt mentioned underwent a tips procedure and implantation of a viatorr endoprosthesis due to alcoholic liver disease and bleeding esophageal varices. The pt developed an escherichia coli infection 25 months post-procedure and later died. Death was attributed to "probable tipsitis."